Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had exposed to rain. The customer¿s blood glucose level was 9.3 mmol/l at the time of the incident. Customer reports the pump display went blank immediately after pump exposure to moisture. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.